Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had received software error bad pointer, impossible default case and parameter out of range alarm occurred repeatedly. Customer's blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will not be returned for analysis.